Event description:
This report is based on information provided by a bench engineer and is currently under investigation by the philips complaint handling team. Philips received a complaint on the tempus pro indicating the touchscreen is uncalibrated. There was no impact to the patient and no harm.